Event description:
The manufacturer received information alleging the green light indicator did not turn on, and the trilogy evo device was not charging. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices power supply was the cause of the ac power not being recognized on the device. In conclusion, the device's power supply was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly was replaced for dirt contamination unrelated to the reportable malfunction/issue.